Manufacturer narrative:
1/23/2025 - we have requested the device be returned from the consumer. To date, we have not received the device.

Event description:
(B)(6) 2025 - the consumer claims the product had a burnt smell.